Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. The patient then began vomiting. The patient went to the hospital and was treated with intravenous therapy with an insulin drip. The patient was admitted for 1 day. Pod was replaced at the hospital.

Manufacturer narrative:
The downloaded data returned an 0x33 alarm, indicating that a command was not received when the previous command had mctf bit set. Generation of the hazard alarm stopped the delivery of insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. During the investigation, the pod was successfully paired to a pdm, and delivered a 5-unit bolus with no issue.